Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage in the infusion set tubing on (B)(6) 2025. The patient replaced the supplies as necessary and resumed the insulin therapy. No further information was available.